Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Educated patient about closing out running applications and about system memory reset lot. Advised patient to close all running applications and relaunch the g5 application. The reported issue was resolved. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/21/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.